Manufacturer narrative:
Additional information received reported that the status of the patient is stable and the endoleak was resolved if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, a CT scan performed approximately 5 years post index procedure showed the aneurysm was 73mm in diameter. The aortic diameter below the lowest renal artery measured between 25-27mm with a neck length of 6mm. Localized calcification was noted at the seal zone. An endurant aortic cuff (28x28x49) and 7 endoanchors were implanted in the patient for the treatment of a type ia endoleak. After implantation of the aortic cuff the endoanchors were used to secure one endograft component to another below the level of the proximal aortic neck. However, it was noted that the endurant aortic cuff was mis-deployed proximal to the intended landing zone, but did not cover the renal arteries. The type ia endoleak was not resolved after the implantation of the cuff and endoanchors and was still present at the end of the procedure. A CT scan performed 2 days post re-intervention showed that the type ia endoleak was still present. No additional clinical sequelae were reported and the patient will be monitored by the physician.